Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(6)2022.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only.the issue was resolved by performing a supply change. Customer¿s blood glucose level was 180 mg/dl.